Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the left common iliac vein (civ). Intravascular ultrasound measured the lesion as 21mm. A 22x45/10fr uni plus 75cm wallstent® endoprosthesis was advanced and was successfully deployed. However, it was not long enough for the lesion. Subsequently, another wallstent® endoprosthesis was deployed to complete the procedure. No patient complications were reported and the patient's status was stable.